Event description:
On (B) (6) 2010, pt reported she noticed air bubbles in her insulin cartridge. Pt was not experiencing any air bubbles at time of call, but stated this had happened to her in the past. Pt does not know time frame or when it happened but stated it had been a while. Pt reported when it did happen, she was doing a routine blood glucose test and remembers that her blood glucose was probably around 300-400 mg/dl. Pt stated she checked her insulin cartridge and realized there was a large air bubble. Pt reported she was able to prime the air bubble out of the cartridge and then out of the infusion tubing. Pt stated after she did this, her blood sugar returned to normal. Pt's normal blood glucose range is 120-130 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.